Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reportable malfunction occurred due to electrical component failure. The most probable cause of the scope communication error is: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had no image. The issue was found during reprocessing. There were no reports of patient involvement.